Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to gastric sleeve during laparoscopic bariatric surgery, the device was able to fire but eventually stopped. This resulted to incomplete staple line distally. Poor staple formation was also observed. The surgeon used another reload to complete the case. There was no patient injury.